Event description:
In 2009, the patient reported experiencing elevated blood glucose for a couple of months. She was unable to complete troubleshooting at the time of the initial report and attempts to reach her for follow up were unsuccessful. The patient called back eighteen days later, and reported that her average elevated blood glucose range was 300 mg/dl and her highest reading was 598 mg/dl. She boluses through her infusion device and occasionally injects insulin via syringe to lower her blood glucose. Her target blood glucose range is 120-130 mg/dl. She switched to her backup infusion device in the same month, and she stated that her blood glucose is much closer to normal now but she has had a few readings near 200 mg/dl. The time and basal rates are programmed correctly on the primary infusion device. She stated that she has bumps under her skin and scar tissue. She reuses insulin cartridges and she was advised against this. She does not allow insulin to reach room temperature prior to use and she was advised to do so. She was sent information on infusion site management, infusion sets, and insulin cartridges. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.